Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a catheter, continuous flush. Customer states after a successful thrombolysis procedure when the catheter was being removed over a .035 guidewire and through the 8fr sheath the catheter tip separated from the catheter shaft and remained in the patient. The catheter tip had to be removed with a snare.